Event description:
It was reported that air bubbles were observed in the infusion set tubing with multiple cartridge's. The customer's blood glucose level was 500 mg/dl. Ultimately, the customer reverted to an alternate method of insulin therapy until the replacement pump arrived.